Event description:
It was reported that the customer received the unexpected restart alarm on the insulin pump. The customer stated that he was attempting to enter in carbohydrates to the insulin pump, but the numbers began scrolling. The customer stated that the insulin pump was accessing different options on its own. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had received the button error alarm as well. Advised customer to monitor the insulin pump and call back if any issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.